Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There was no evidence of a high current drain condition on the hybrid and no hybrid anomalies were observed. Battery analysis revealed that some lithium deposit was found outside the headspace insulator near cathode tab. This lithium deposit is believed to be plated from the battery case, and grew to the cathode tab, causing an internal shorting path. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted and replaced due to battery depletion. The device was analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.